Manufacturer narrative:
Results: the indigo system cat6 aspiration catheter (cat6) was ovalized approximately 96.0 and 130.0 cm from the hub. The cat6 was kinked approximately 135.5 cm from the hub. Conclusions: evaluation of the returned cat6 revealed that the device was ovalized. This type of damage likely occurred due to improper handling during use. If the device is forcefully manipulated during positioning within patient anatomy, damage such as this may occur. The ovalization in the cat6 likely caused the catheter to stop aspirating during the procedure. Evaluation of the returned pump max revealed that the pump was functional. The pump max was plugged in, powered on and ran for 60 minutes with full vacuum and no burning smell was observed. Therefore, the root cause of the reported burning smell could not be determined. Penumbra pump max's are visually inspected and functionally tested during incoming inspection by quality. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the auxilliary bypass femoral(fem)/femorofemoral (fem-fem) graft using an indigo system aspiration catheter 6 (cat6). During the procedure, after successfully using the cat6 for about twenty minutes, the physician noticed that the suction was collapsing around the cat6 and that nothing was being aspirated. The physician then removed the cat6 and noticed that the tip of the cat6 was completely flattened. Next, the physician continued the procedure using a penumbra system ace 68 reperfusion catheter (ace 68) and the same penumbra system aspiration pump max 110v (pump max) until the hospital staff noticed a burning smell coming from the pump max. The pump max was then turned off and back on to reduce the smell. After forty minutes of use, the physician decided to stop the procedure and place a lytic catheter and drip overnight. It was also reported that there was a burning smell while the cat6 was being used with the pump max. There was no report of an adverse effect to the patient.